Event description:
Treatment of an avm. It was reported that the catheter broke off during removal from the onyx cast. Approximately 20 cm of the broken segment was successfully retrieved from the patient via surgery intervention.no complications were reported with the patient as a result of the event.same event as MDR# 2029214-2011-00440.

Manufacturer narrative:
The proximal section of the catheter was returned for evaluation with approximately 22.9 cm of the distal segment missing. Analysis of the break point showed the failure of the catheter occurred due to exceeding tensile strength of the tubing material. Catheter separation.(B)(4)